Manufacturer narrative:
Upon investigation of the actual device used in this incident found drawers not working. A field service engineer disconnected the pyxibus cable and inspected it for any damage. During the examination, a cut was discovered that was in contact with metal. The engineer replaced the damaged cable and subsequently restarted the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not connected to bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.